Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jueu2085 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (jueu2085) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported "PICC plus statlock catheter stabilization device: plastic wings detached from adhesive base during routine application." "Patient required additional statlock application/dressing change"